Manufacturer narrative:
Complaint conclusion: during deployment of a 6-7 fr. Mynxgrip vascular closure device (vcd), the balloon lost pressure and also access was lost. Had to convert to manual pressure. Additional information: balloon lost pressure at second stop (arteriotomy). Black marker on the inflation indicator was fully exposed. Stopcock was opened when the balloon was at arteriotomy. Unknown if there was resistance while inserting the device. No resistance felt while pulling back. No unusual force was applied while shuttling down/retracting. Pre-procedure femoral angiogram was performed. Pvd/calcium present. Interventional peripheral procedure. Femoral arterial procedure. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned with the device. The catheter was inspected for anomalies. No anomalies were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 4 mm from the balloon proximal neck. A device history record (DHR) review of lot f1805701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear reported could not be conclusively determined during analysis. Based on the limited information available for review, access site vessel characteristics (pvd/calcium present and balloon lost pressure at 2nd stop) or sheath tip condition factors (although not returned) may have contributed to the reported event since a calcified vessel and/or a frayed sheath tip may cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
During deployment of a 6-7 fr. Mynxgrip vascular closure device (vcd), the balloon lost pressure and also access was lost. Had to convert to manual pressure. Additional information: balloon lost pressure at 2nd stop (arteriotomy). Black marker on the inflation indicator was fully exposed. Stopcock was opened when the balloon was at arteriotomy. Unknown if there was resistance while inserting the device. No resistance felt while pulling back. No unusual force was applied while shuttling down/retracting. Pre-procedure femoral angiogram was performed. Pvd/calcium present. Interventional peripheral procedure. Femoral arterial procedure.